Event description:
Customer reported the alarm sounds intermittently when I use. Customer also reported there is a rattling sound that can be heard when the alarm is shaken. There was no visible damage reported. This was discovered during use but there was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue that when the alarm is shaken there is a rattling sound. The reported issue of the alarm sounding intermittently is not confirmed, the unit powers up when using new batteries but these is no sound at all when weight is removed from the test sensor or when the test sensor is detached from the alarm. The results are the same in both sensor receptacles. The nurse call light turns off intermittently at the nurse call test fixture when the nurse call cable is wiggled. The liqui-lable shows exposure to moisture and the low battery led lens sits unevenly. The customer did not return the sensor pad they were using with this alarm. Note: the instructions for use has a warning statement: the posey sitter ii is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, inspect and test alarm function each time before leaving pt unattended. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).